Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed due to the camera. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during preparation for the use of a diagnostic gastroscopy, there was no image on the evis exera iii video system center causing the procedure to be cancelled. The patient was not under anesthesia. No patient harm was reported. There were no reports of additional medical intervention due to the event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer stated no error codes were displayed and no scope image. The following troubleshooting steps were taken by the customer: they tried two different 180 series scopes and two different videoscope cables. There were no images. Then they tried the 190 series scope, and the scope image was displayed. Tac recommended using another system to test the videoscope cables and scopes to verify the issue with the processor. The customer only has one tower system. Tac did not have any other troubleshooting and recommended the customer send the processor to olympus for evaluation. In a follow-up email, the customer reported that they believe a bad gastroscope caused no image. They were using the loaner cv-190 without issue and had an olympus rep swap out the loaner for the original cv-190. The loaner cv-190 has been shipped back to olympus. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.